Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluation: analysis of the returned stimloc kit noted that ¿only one screw was received for analysis¿ and that ¿stimloc kits are packaged with two screws.¿

Manufacturer narrative:
Concomitant medical products: product ID: 924256, lot# 082204915a, product type: accessory. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
It was reported that when the physician opened the stimloc package, it was found that a screw was missing. A replacement device was used in surgery as a result of the event. It was noted that while the device was not inspected prior to use, a package abnormality was present before the device was opened. There were no adverse events reported. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.